Manufacturer narrative:
(B)(4). UDI # unknown. Method: the actual device was not returned. The device history record for the reported lot number, 0202195126, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Fill volume: 230 ml, flow rate: 5 ml/hr, procedure: unknown, cathplace: unknown. Halyard received a single report that referenced 5 different incidences, which were associated with separate units, involving five different patients. This is the third of five reports. Refer to 2026095-2016-00171 for the first patient. Refer to 2026095-2016-00172 for the second patient. Refer to 2026095-2016-00174 for the fourth patient. Refer to 2026095-2016-00175 for the fifth patient. A report was received from (B)(6) stating there was a reported fast flow event. The infusion was prescribed for 46- hours but the infusion ended in approximately 38-hours. There was no adverse event and medical intervention reported.